Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have blade damage at the middle of the blade. Both blade edges were indented, which resulted in the inability to close the instrument. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the surgeon could not close completely the jaws of the 8mm monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury.